Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient death.

Event description:
Zoll was notified on (B)(6) 2017 that a (B)(6) patient had passed away on (B)(6) 2017 while wearing the lifevest. The patient was in the hospital when he lost consciousness. The lifevest detected two arrhythmias at 20:48:28 and 20:55:13, respectively. The patient's rhythm during the first arrhythmia was vt at 180. The response buttons were pressed, which prevented a treatment shock from being delivered. It was reported that the patient was pressing the response buttons himself during the vt. The patient's rhythm during the second arrhythmia was vt at 160 bpm with motion artifact. A non-treatable rhythm was detected at 20:55:33, 20 seconds after the vt was detected. The lifevest requires approximately 60 seconds of sustained ventricular tachycardia above the programmed threshold in order to deliver a treatment shock. The lifevest then detected two more arrhythmias at 20:56:52 and 20:57:24, respectively. The patient's rhythm during the first arrhythmia was vf. The patient's rhythm during the second arrhythmia was vf with motion artifact. The response buttons were pressed during both of the detection sequences, which prevented a treatment shock from being delivered. It was reported that the learning physician at the hospital who was on call the night of the event reportedly "didn't know anything about the lifevest" and pressed the response buttons during the vf. The hospital assumed responsibility for the pressing of the response buttons and reported that training would be initiated for all the learning physicians. The lifevest was removed from the patient while the patient was in vf. Hospital staff attempted to resuscitate the patient. The attempts were unsuccessful and the patient passed away on (B)(6) 2017.